Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No known impact or consequence to patient. Torn material. Device evaluated by manufacturer? No. Lens was not returned. (B)(4).

Manufacturer narrative:
Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off. A piece of the lens optic and the other haptic were torn off. The lens was returned dry. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, the most likely root cause of the event has been determined to be due to user error or poor cartridge lubricity. (B)(4).

Event description:
The reporter indicated the surgeon inserted a cc4204bf collamer single piece lens and the lens haptic was damaged. The lens was removed with no patient injury and the backup lens was implanted.